Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that she was in the hospital due to a bent infusion set cannula. Customer's blood glucose level was over 600 mg/dl and they called the ambulance on (B)(6) 2017. The customer bolused to treat her blood glucose level. The customer was nauseous, vomiting, and had chest pain. She had a diabetic ketoacidosis and was given insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.